Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition with three scissored clips and one gap clip inside a plastic bag. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and fed and formed the remaining clips as intended. In addition, the device locked out as intended. A potential cause of this issue is twisting or torque applied to the instrument jaws when positioning on a vessel and firing. Excessive twisting or torquing may result in clip malformation. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, scissoring occurred after a few firings. As scissoring occurred several times, another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: what vessel or structure was the device fired on at the time of the event? ---blood vessel around the cholecyst. Was the clip fully advanced into the jaws prior to firing? ---yes. Was there any torquing or twisting of the device present at the time of firing? ---no. Was any unexpected resistance felt while firing the trigger? ---no. Were any unexpected noises heard? ---no. If so, when? Did anything unexpected happen prior to this incident? ---no. Was the device fired after this incident in or out of the patient? ---yes, out of the patient.